Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was in the 50 to 59 mg/dl range, for which customer treated with candy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.